Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain pelvic pain") in a female patient who had essure (batch no. Cs000e5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cesarean section and cesarean section. Concurrent conditions included overweight, menorrhagia, bloating and tiredness. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue"), diarrhoea ("diarrhea"), abdominal pain upper ("stomach pain"), back pain ("back pain"), dizziness ("dizziness"), feeling abnormal ("foogy brain") and nausea ("nausea"). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding/ excessive bleeding"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), palpitations ("heart palpitations"), menorrhagia ("long menstrual period"), anxiety ("anxiety"), dermatitis ("dermatitis"), ovarian cyst ("ovarian cysts") and sciatica ("sciatica"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced mood altered ("moody"), depression ("depression"), migraine ("migraines"), eczema ("eczema)"), neuralgia ("nerve pain"), arthralgia ("hip pain"), headache ("headache"), emotional disorder ("emotional mess") and abdominal distension ("belly dont go away/feels like pregnant"). The patient was treated with surgery (full hysterectomy, removing uterus, tubes, cervix and sewn vaginal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, diarrhoea, vaginal discharge, weight increased, dizziness, alopecia, palpitations, mood altered, depression, feeling abnormal, menorrhagia, migraine, anxiety, dermatitis, eczema, nausea, neuralgia, headache, emotional disorder and abdominal distension outcome was unknown, the genital haemorrhage, fatigue and ovarian cyst had resolved, the abdominal pain upper was resolving and the back pain and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dermatitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, neuralgia, ovarian cyst, palpitations, pelvic pain, sciatica, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound pelvis - on (B)(6) 2017: fibroid in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraine, dysmenorrhea pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event: severe and permanent injuries were updated to (very long 3 weeks), apareunia (too painful), dysmenorrhea - , dyspareunia, fatigue (extreme), diarrhea, stomach pains, severe and persistent pain, vaginal discharge -weight gain, back pain, dizziness, stabbing pains, pelvic pain - , hair loss, heart palpitation, hormonal changes (severely tired, moody, depression, foggy brain, long menstrual period and long cycle, weight gain and n hair loss), hysterectomy, migraines, depression, anxiety got worse and harder to manage, rashes (dermatitis and eczema), nausea, ovarian cysts, sciatica worsened - . Nerve pain, hip pain, headache, did not have confirmation test performed following insertion of essure micro-inserts nos, abdominal distension. Concomitant disease, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain pelvic pain") in a female patient who had essure (batch no. Cs000e5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cesarean section in 2014 and cesarean section. Concurrent conditions included overweight, menorrhagia, bloating and tiredness. Concomitant products included amfetamine sulfate (amphetamine salts) since 2007 to february 2018, amoxicillin w/clavulanate potassium (amoxiclav) since 2007 to february 2018, azithromycin since 2007 to february 2018, bupropion (bupropion sr) since 2007 to february 2018, cefalexin (cephalexin) since 2007 to february 2018, clobetasol propionate since 2007 to february 2018, clonidine since 2007 to february 2018, cyclobenzaprine since 2007 to february 2018, docusate sodium since 2007 to february 2018, ergocalciferol (vitamin d2) since 2007 to february 2018, escitalopram since 2007 to february 2018, fluticasone since 2007 to february 2018, hydrocodone since 2007 to february 2018, ibuprofen since 2007 to february 2018, levocetirizine since 2007 to february 2018, meloxicam since 2007 to february 2018, methylprednisolone since 2007 to february 2018, naproxen since 2007 to february 2018, norethisterone (norethindrone) since 2007 to february 2018, pantoprazole since 2007 to february 2018, salbutamol sulfate (proair hfa) since 2007 to february 2018 and temazepam since 2007 to february 2018. In january 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient had essure inserted. In february 2017, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue"), diarrhoea ("diarrhea"), abdominal pain upper ("stomach pain"), back pain ("back pain"), dizziness ("dizziness"), feeling abnormal ("foogy brain") and nausea ("nausea"). In march 2017, the patient experienced genital haemorrhage ("abnormal bleeding/ execessve bleeding"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), palpitations ("heart palpitations"), menorrhagia ("long menstural period"), anxiety ("anxiety"), dermatitis ("dermatitis"), ovarian cyst ("ovarian cysts") and sciatica ("sciatica"). In may 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced mood altered ("moody"), depression ("depression"), migraine ("migraines"), eczema ("eczema)"), neuralgia ("nerve pain"), arthralgia ("hip pain"), headache ("headache"), emotional disorder ("emotional mess"), abdominal distension ("belly dont go away/feels like perganant"), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (full hysterectomy, removing uterus, tubes, cervix and sewn vaginal). Essure was removed on 28-jul-2017. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, diarrhoea, vaginal discharge, dizziness, alopecia, palpitations, mood altered, depression, feeling abnormal, menorrhagia, migraine, anxiety, dermatitis, eczema, nausea, neuralgia, headache, emotional disorder and abdominal distension outcome was unknown, the genital haemorrhage, fatigue, weight increased, ovarian cyst, abdominal pain lower and abdominal pain had resolved, the abdominal pain upper was resolving and the back pain and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, depression, dermatitis, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, eczema, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, neuralgia, ovarian cyst, palpitations, pelvic pain, sciatica, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight: 130lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: fibroid in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression,migraine,dysmenorrheapelvic pain . Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received: consumers middle name updated. Events: abdominal pain lower, abdominal pain were added. Event outcome updated. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.